Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the balloon noted that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. The balloon was inflated to its rate of burst pressure without issue. A vacuum was then applied at 12atm and was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted as well with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured when inflated in the lesion area. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured when inflated in the lesion area. The procedure was completed with a different device. There were no patient complications reported.